Manufacturer narrative:
Erroneous results occurred on a specific sample; however the collection details for this sample was not provided by the customer. Based on the complaint record, the instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse checked the system for possible causes of dilution issues compared with the run repeats. The fse suspected sample handling problems with the sample run in open vial mode and possibly not enough mixing. The fse verified alignment, reproducibility, and ran qc. Per the customer's conversation with the fse held on (B)(4) 2011, the issue was resolved by purchasing a mechanical mixer / rocker and mixing samples completely before processing in manual mode on their instrument. They reportedly have not had any further recovery issues since the implementation of the mixer. The root cause was attributed to running inadequately mixed samples in manual mode. Per bec labeling, collect and mix the specimen: using k3edta as the anticoagulant, collect the required amount of venous specimen according to the tube manufacturer's requirements. (K2edta is an acceptable alternative.) Mix the blood specimen gently and thoroughly before analysis according to the tube manufacturer's recommendations and laboratory protocol.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter ac t 5 diff analyzer generated erroneously high hemoglobin (hgb) results on patient samples run in the manual mode. No erroneous results were reported outside the laboratory. Patient results for this event were not supplied by the customer. No death, injury, or change to patient treatment was associated with this event.